Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and diaphragmatic stimulation. The patient's left ventricular (lv) lead was reprogrammed and the diaphragmatic stimulation and palpitations were resolved. The lv lead remains in use. The patient is a participant in the (B)(6)clinical study. No further patient complications have been reported as a result of this event.